Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an episode of non-sustained rv oversensing was observed. Review of the episode revealed oversensing. Programming changes were suggested. The patient was asymptomatic.

Event description:
New information received notes that programming changes were made. As the issue was not completely resolved, additional programming changes will be made at the next visit. The patient will continue to be monitored.